Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 22-apr-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigating of the actual device used in this incident, it was determined that the pyxis drawer and cubies were not detected on the bus, and there were no lights except yellow on the module controller. A field service engineer replaced the drawer controller due to failure to pass the ohm meter test and replaced the position sensor, broken when removed. The lights on the module controller were still out, so the engineer replaced the module controller, and the drawer became functional. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that the bd pyxis¿ medstation¿ es drawer was not recognized. The customer reported that there was a delay to the patient's workflow. There were no adverse events or injuries reported based on this incident.